Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (code 204 - belt/monitor unusable) was confirmed in the downloaded flag data. Upon receipt, the belt was unable to communicate with a monitor. The trunk cable was missing from the electrode belt and the trunk cable connector, j702 was pulled from the dn pca. The missing trunk cable and damaged j702 caused the inability to communicate with a monitor. Additionally, the cable connecting the dn and rear therapy electrodes was pulled from the strain relief, damaging the pulse and gel fire wires. The root cause for the damaged cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving service code 204 (belt/monitor unusable).